Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported damaged display, which was reproduced at power-up by observing a white screen. The lcd was determined to be the failing component. The lcd requires replacement.

Event description:
It was reported that a spectrum pump had a damaged display. Any patient involvement, injury or medical intervention is unknown.